Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that drawer 5 failed to open due to broken bearing cage and damaged drawer sensor. A field service engineer replaced the full height drawer rails and the drawer sensor, reseated all cables and wires, inspected the retractor band and pyxis bus cable, and rebooted the system. Testing was completed successfully, removed all tablets and debris from the row boards, and the application was relaunched and customer verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station ed2 cubie drawer was jammed and failed to stay closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.